Event description:
It was reported that the lead would not capture and sense. Fluoroscopy showed lead was dislodged. The lead was explanted.

Manufacturer narrative:
The field experience of capture and sensing anomaly was not confirmed. Dried body fluid/tissue inside the header and inside the inner insulation prevented the helix actuation. After cleaning and cutting, normal helix mechanism was found. The lead was cut into two parts in the field. Both returned parts of the lead exhibited normal coils/cables continuities and intact inner insulation.